Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 95% stenosis in the mid right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 35mm in length, class b1, severely calcified, and de novo. The reference vessel was severely tortuous and 3.5mm in diameter. It was noted that there was possible thrombosis present prior to the procedure. As planned, the lesion was pre-dilated with a 3 x 20mm balloon at 10atm and a 3 x 33mm cypher rx was placed at 16atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 15atm. It was reported that the initial stent did not fully cover the lesion and the second 3 x 13mm cypher rx was overlapped distally to the initial stent at 16atm. As a standard procedure, the stent was post-dilated with a 3 x 20mm balloon at 20atm. At screening, the cardiac enzymes were in normal range. At 6-12 hours post index procedure, the troponin I was 0.47 (0.04 unl). At 16-24 hours post index procedure, the ck-mb was 8.7 (6.3 unl) and the troponin I was 1.12. The ECG core lab reported persistent recent/acute anterior t wave inversions, no new q waves and an inadequate tracing quality due to severe artifact. The elevation in enzymes was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged in a week.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, beta blocking agents, calcium, plavix, eptifibatide, fish oil, heparin, hmg coa reductase inhibitors, lipitor, metoprolol succinate, and nitroglycerin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00374 and 3003742446-2012-00375.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received adjudication minutes. This is a (B)(6) female with medical history including angina, most recent pci (B)(6) 1998, most recent CABG (B)(6) 1989, and hyperlipidemia. At the time of index procedure, angiography revealed 95% stenosis in the mid right coronary artery. The indication for the procedure was stable angina pectoris. The lesion was described as 35mm in length, class b1, severely calcified, and de novo. The reference vessel was severely tortuous and 3.5mm in diameter. It was noted that there was possible thrombosis present prior to the procedure. As planned, the lesion was pre-dilated with a 3 x 20mm balloon at 10atm and a 3 x 33mm cypher rx was placed at 16atm. As a standard procedure, the stent was post-dilated with a 3.5 x 20mm balloon at 15atm. It was reported that the initial stent did not fully cover the lesion and the second 3 x 13mm cypher rx was overlapped distally to the initial stent at 16atm. As a standard procedure, the stent was post-dilated with a 3 x 20mm balloon at 20atm. At screening, the cardiac enzymes were in normal range. At 6-12 hours post index procedure, the troponin I was 0.47 (0.04 unl). At 16-24 hours post index procedure, the ck-mb was 8.7 (6.3 unl) and the troponin I was 1.12. The ECG core lab reported persistent recent/acute anterior t wave inversions, no new q waves and an inadequate tracing quality due to severe artifact. The elevation in enzymes was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged in a week on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092606 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00374 and 3003742446-2012-00375.